Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The edm lumbar catheter was patent. However, the catheter did not meet the requirements for leak testing due to a tear observed approximately 15 cm from the distal flow holes. It is unknown how or when this damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ proteinaceous debris was observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient underwent placement of a lumbar external drainage system due to hydrocephalus. According to the report, the product broke intra-operatively, so they replaced it with a new one to successfully complete the surgery. Reportedly, the patient's condition was relieved.

Manufacturer narrative:
Patient weight updated.